Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level, as they did not disclose whether levels exceeded 500 mg/dl. The customer received assistance from technical support in resetting the pump and was advised to continue using it. They were also instructed to call back if any malfunction code occurred again, which the caller acknowledged and understood.